Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The inner shaft was kinked .5mm distal of the proximal edge of the distal markerband. Microscopic examination of the balloon and shaft revealed longitudinal tear along the entire length of the balloon (proximal to distal ends). Microscopic examination presented no damage or irregularities in the bonds of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon separation occurred. During an unknown time of the procedure it was noted that a 1.50mm x 8mm apex¿ push balloon catheter had a 15mm separation between distal and the proximal markers. No patient complications were reported. Additional information has been requested and is not available

Event description:
It was reported that a balloon separation occurred. During an unknown time of the procedure it was noted that a 1.50mm x 8mm apex¿ push balloon catheter had a 15mm separation between distal and the proximal markers. No patient complications were reported. Additional information has been requested and is not available.